Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. The reported blood glucose level was between 54-500 mg/dl. No further info was obtained due to the caller abruptly ending the call.